Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced a high blood glucose level of 533 mg/dl. The customer reported the infusion set keeps popping out of the insulin pump and is hanging. The customer states a crack on the reservoir compartment side and a piece is missing. The customer declined to troubleshoot the issue. The customer was advised the insulin pump will need to be replaced. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Findings: pump had cracked case at display window corner, battery tube threads, reservoir tube, minor scratched display window corner, missing reservoir tube o-ring, reservoir tube lip almost completely broken off and test reservoir will not lock/click in place.